Manufacturer narrative:
The disposable device has not yet been returned; therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: hysteroscopic fluid (i.e. 1.5% glycine) intake and outflow should be monitored. Any system delivering high pressure inflow to a pt increases the risk for fluid overload. To reduce the risk of hypervolemia the procedure must be terminated if the fluid deficit exceeds 800cc. (B)(4).

Event description:
During a myosure procedure for intrauterine tissue removal, the pt experienced a fluid deficit of 4000cc. A fluid management system was in use until the deficit became 790cc. They switched to "pressure bags" 11 minutes into the procedure because the physician thought the system was not working properly. The deficit became 4000cc 5 minutes later. Normal saline was the distention media in use. The pt's blood pressure was "fine" and she had no pulmonary edema. Peripheral edema was present pre-procedure. "No perforation was found". Lasix (dose and route unknown) was given and the pt was admitted to the hospital for observation. An ultrasound was done and revealed "no fluid in the abdomen". She was discharged home on (B)(6) 2012. On (B)(6) 2012, the physician reported the pt has been seen on follow-up and she is "doing well".